Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging films were returned to the manufacturer. Hence, cause of the event cannot be determined.

Event description:
It was reported that on an unknown date, during the revision surgery of a c3-t1 patient, who was firstly operated in may, the cap screw at t1 came off on the left side, the right side t1 screw couldn't hold the construct together and the surgeon completely lost the t1 pedicle on that side. It was also reported that the surgeon extended the patient to t4 about 2 weeks ago and the results were so far good.